Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed iui test, only detects one device, was confirmed. Modules were connected on both iui channels and it was observed that the pcu did not detect the module connected on the right side. A test right iui connector was used to replace the unit¿s right iui connector. The module was reconnected, and the pcu was able to detect it. The right iui connector was found to have a bent pin, causing the communication failure. ¿ on 07-nov-2024, pcu device was received unboxed and with paperwork. ¿ external investigation confirmed the reported problem. ¿ internal investigation revealed the right iui connector¿s pin was bent, which caused the communication failure. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace the right iui connector. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed iui test, detects only one device. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed iui test, detects only one device. There was no patient involvement.

Event description:
It was reported that the device had failed iui test, detects only one device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Field technician stated issue of failed iui test, only detects one device, was confirmed. Modules were connected on both iui channels and it was observed that the pcu did not detect the module connected on the right side. A test right iui connector was used to replace the unit¿s right iui connector. The module was reconnected, and the pcu was able to detect it. The right iui connector was found to have a bent pin, causing the communication failure. On 07-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation revealed the right iui connector¿s pin was bent, which caused the communication failure. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the right iui connector. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.